Event description:
It was reported that tandem mobi pump issued cartridge alarms during the cartridge loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.